Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6) 2011. The user facility responded on (B)(6) 2011 and stated the surgeon did not feel the infection occurred due to any fault of the implant. The surgeon reported the patient was self-medicating with antibiotics and became resistant to them; therefore, the infection could not be treated with regular antibiotics and a revision procedure was necessary. The user facility will not be filing a medwatch report to the FDA. (B)(4).

Event description:
Patient reported that total knee arthroplasty was performed on (B)(6) 2006. Subsequently, she began to experience pain and had difficulty climbing stairs and sitting. A revision procedure was performed on (B)(6) 2010 to remove and replace all knee components due to infection. A review of invoice history revealed cement spacer molds were implanted in her knee at that time. No further information has been provided to date.